Event description:
The pt developed bilateral red eyes secondary to a cosmetic contact lens obtained from halloween USA in (B)(4) without a valid prescription. Dates of use: (B)(6) 2013. Diagnosis or reason for use: cosmetic contact lens for halloween costume. Event abated after use stopped: yes.